Event description:
It was reported that the patient underwent surgery on (B)(6) 2008 and a sling was implanted. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary and fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with anterior and posterior colporrhaphy and cystoscopy due to cystocele, rectocele, sui, and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent posterior repair, suspension of vault with perineoplasty using an apogee mesh on (B)(6) 2010 due to pop and vaginal shortening. It was also reported that the patient underwent posterior repair and mesh revision on (B)(6) 2012 due to pressure, pain, incontinence and prolapse.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that the patient concurrently underwent repair of ventral hernia with bilateral rectus advancement flaps procedure. It was reported that following insertion the patient experienced urgency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.